Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level of 580 mg/dl. Customer called in for infusion sets but mentioned having a high blood glucose level 4 months ago. Customer could not walk, talk, or think. Customer was released 2.5 days later once he was stabilized. Customer stated that he had a heart attack. Customer was wearing the pump at the time of the 911 call. Customer mentioned that the hospital informed him that his needle was bent and due to this, he was not receiving insulin. The bent needle caused his blood glucose levels to rise. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-92335.